Manufacturer narrative:
Follow-up # 1 date of submission 02/25/2014-device evaluation: the pump has been returned and evaluated by product analysis on 02/10/2014 with the following findings: during investigation, the threads of the battery compartment were found to be undamaged. The threads of the battery cap were stripped. The cap contacts were found to be within specifications. The returned cap and a test cap were able to fully tighten on to the pump with no power loss. Unrelated to the complaint, the audio bolus button was found to be unresponsive. The pump cover was opened and the contact was found to be missing. No contamination was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Suspect medical device: the initial report was inadvertently submitted with the incorrect pump ¿brand name¿. The suspect medical device ¿brand name¿ has been updated to animas vibe. The investigation previously reported was for the correct pump.animas vibe

Event description:
The reporter contacted animas on (B)(6) 2013 alleging the battery cap was spinning on the pump and would not come off. The reporter stated the patient had the pump for approximately 11 months and the battery cap had never been replaced. The owner¿s booklet advises replacing the battery cap every 3 to 6 months. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged battery cap issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
This supplemental is to correct the model number for the product.